Event description:
The reporter stated that the device will not accept the syringe. There was no pt injury or treatment associated with this event. Upon eval, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The device was confirmed to display an invalid syringe size error. During calibration it was discovered that the size potentiometer could not be calibrated properly which was then replaced. This is being monitored for trends.